Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room (ER) following a syncopal episode. The ER sent a remote transmission, which revealed that the patient had been appropriately shocked for a ventricular tachycardia episode. The transmission also revealed that the right atrial lead appeared to be undersensing. The device was then interrogated in clinic, which revealed a lack of sensing and loss of capture of the right atrial lead at maximum output. The syncopal episode was not believed to be related to the right atrial lack of sensing and capture. The device was reprogrammed to sensing and pacing in the ventricle only. Later, the lead was explanted and replaced. The patient was in stable condition.